Manufacturer narrative:
Part a patient information was updated to reflect the additional information received on january 5, 2023.

Manufacturer narrative:
Device evaluation: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented extensive kink/bend damage of varying severity and frequency scattered over the length of the device. The damage presented appeared consistent with manipulation of the device against resistance. The event description did not make any mention of kink/bend damage; as such, it could have been incurred during post-event handling to separate the thruway wire from the jetstream. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. As noted in the device instructions for use (dfu), free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.

Manufacturer narrative:
Product was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: per cnf, it was reported that: event others (please specify the details in the event description column.) Shaping? No. The wire and catheter got stuck while using jetstream xc 2.1/3.0lot29360600 so it was completely removed. Procedure outcome: completed with another of same device introducer sheath used? Yes. Able to use the device guidewire used? Unknown. Guide catheter used? Yes. Able to use the device balloon catheter used? Yes. Able to use the device stent used? Unknown. Inflation device used? Yes. Able to use the device imaging catheter? Unknown.